Event description:
It is alleged that pt received a possible "burn" from the use of a traction tower. A traction tower was used on the pt during a carpal tunnel procedure. Post surgery, some redness was noted on the pt's forearm where the arm had rested on the tower. Ointment was applied post-op. It is reported that there were no blisters. It is also reported that the tower had been cooled prior to use. There is no report that the tower was warm or hot to the touch. Pt has now notified the user facility that this resulted in an "injury". No other info regarding the type or severity of the "injury". It is not known if the injury is a burn or not. It is alleged that the pt is prone to developing keloids.